Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (batch no. B40018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced premature menopause ("early menopause"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bipolar disorder ("bi-polar disorder"), mood swings ("mood swings"), mania ("manic"), depression ("depression"), rash ("red rashes on both arms and chest"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and constipation ("frequent constipation"), underwent acrochordon excision ("removal of 20 skin tags inside and around vagina") and was found to have weight increased ("weight gain"), 3 years 8 months after insertion of essure. On 29-jul-2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nystagmus ("eye nystagmus"). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, premature menopause, genital haemorrhage, vaginal haemorrhage, menorrhagia, bipolar disorder, mood swings, mania, depression, rash, acrochordon excision, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, nystagmus, fatigue, weight increased, constipation and alopecia outcome was unknown. The reporter considered acrochordon excision, allergy to metals, alopecia, bipolar disorder, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, mania, menorrhagia, migraine, mood swings, nausea, nystagmus, pelvic pain, premature menopause, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion.. Lot number: b40018 manufacture date: 2013-05 expiration date: 2016-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. (Product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 44-year-old female patient who had essure (batch no. B40018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), premature menopause ("early menopause"), bipolar disorder ("bi-polar disorder"), mood swings ("mood swings"), mania ("manic"), depression ("depression"), rash ("red rashes on both arms and chest"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and constipation ("frequent constipation"), underwent acrochordon excision ("removal of 20 skin tags inside and around vagina") and was found to have weight increased ("weight gain"), 3 years 8 months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nystagmus ("eye nystagmus"). On an unknown date, the patient experienced alopecia ("hair loss") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, premature menopause, bipolar disorder, mood swings, mania, depression, rash, acrochordon excision, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, nystagmus, fatigue, weight increased, constipation, alopecia and anxiety outcome was unknown. The reporter considered acrochordon excision, allergy to metals, alopecia, anxiety, bipolar disorder, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, mania, menorrhagia, migraine, mood swings, nausea, nystagmus, pelvic pain, premature menopause, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date of insertion- (B)(6) 2010, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Lot number: b40018 manufacture date: 2013-05 expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-apr-2020: pfs received: reported detail was added. Discrepancy noted- date of insertion. Event anxiety was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. B40018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced premature menopause ("early menopause"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bipolar disorder ("bi-polar disorder"), mood swings ("mood swings"), mania ("manic"), depression ("depression"), rash ("red rashes on both arms and chest"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and constipation ("frequent constipation") and was found to have acrochordon ("removal of 20 skin tags inside and around vagina") and weight increased ("weight gain"), 3 years 8 months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nystagmus ("eye nystagmus"). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, premature menopause, genital haemorrhage, vaginal haemorrhage, menorrhagia, bipolar disorder, mood swings, mania, depression, rash, acrochordon, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, nystagmus, fatigue, weight increased, constipation and alopecia outcome was unknown. The reporter considered acrochordon, allergy to metals, alopecia, bipolar disorder, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, mania, menorrhagia, migraine, mood swings, nausea, nystagmus, pelvic pain, premature menopause, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram on (B)(6) 2014: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: pfs received: reporters were added. Lot no. Was added. Patient's demographic was added. Case became incident, previously added injury nos was replaced with early menopause & new events- abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), bi-polar disorder, mood swings, manic, depression, red rashes on both arms and chest, removal of 20 skin tags inside and around vagina, bladder or urinary problems or changes, migraines / headaches, nausea, nickel allergy, dysmenorrhea, dyspareunia, pelvic pain, eye nystagmus, fatigue, weight gain, frequent constipation, hair loss were added. Lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.